Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿intracapsular rupture¿, ¿silicone perspiration¿ cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported through regulatory agency capsular contracture baker grade I, ¿intracapsular rupture¿, ¿silicone perspiration¿, ¿traumatic rupture¿, ¿deflation¿, ¿effusion/lymphorrhea¿ and ¿pain in breast¿. This record is for the right side. Device was explanted. Is unknown if device will be returned.